Event description:
A customer contacted beckman coulter inc. (Bci) regarding high albumin (alb) results reported for multiple patients. Customer indicated that high results were reported out of the lab on 21 patient samples. The results were questioned and customer re-tested all samples with high alb results. Customer provided an example of the erroneous and corrected results. There was no affect to patient treatment in regard to this event.

Manufacturer narrative:
Prior to the event, alb qc results were within expected ranges. A field service engineer (fse) was dispatched: the fse inspected the instrument and found the cartridge chemistries (cc) sample syringe plunger was leaking. The fse replaced the cc sample syringe. The fse completed a preventive maintenance (pm) to the instrument. Alb was calibrated, qc and patient samples were run. Treatment was not affected based on high alb results obtained. On a recur event, any cc could be affected, including pivotal chemistries. Erroneous results of a pivotal chemistry may contribute to serious injury to the patient. A malfunction will be assumed for the purpose of this report.